Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that he has to push the up arrow button pretty hard for a response. All other buttons still responding correctly when pressed. The up arrow button does not feel the same when pressed, the other buttons still click and spring back. The reporter has still been able to program pump correctly to use pump. The pump is worn in a pocket and wiped with a dry cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the keypad was torn at the ok, contrast and up arrow keypad buttons. On testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The ok and contrast keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contrast and up arrow key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.